Manufacturer narrative:
B3. Earliest publication date is used for reported event date. A separate report will be submitted for the serious adverse patient events reported in the article that did not result in patient death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Han, j., liang, f., zhang, y., zhang, y., liang, s., zhu, h., chang, y., ma, c., liu, l., jia, z., & jiang, c. (2023). Pipeline embolization devices for the treatment of nonsaccular aneurysms in pediatric patients. Frontiers in neurology, 14, 1115618. Https: //doi.org/10.3389/fneur.2023.1115618. Medtronic review of the literature article found a retrospective review of the 16 pediatric patients with 16 nonsaccular aneurysms treated with pipeline embolization devices between (B)(6) 2015 and (B)(6) 2021. All patients received dual antiplatelet treatment (dapt). It was noted that for most cases a marksman or phenom 27 microcatheter was used for pipeline delivery and a pre-jailed echelon 10 microcatheter was used for delivery of adjunctive coils. 7 of the 16 patients had adjunctive coiling in addition to pipeline implantation. For vertebrobasilar junction aneurysms, pipelines were implanted in the dominant vertebral artery and used to occlude the non-dominant vertebral artery to reduce risk of post-operative aneurysm rupture and increase aneurysm embolization. 8 patients had a single pipeline implanted, 5 patients had 2 pipelines implanted, and 3 patients had 3 or more pipelines implanted. There were no reported intra-operative complications. One patient died 3 days post-operative. The patient was a 12-year-old male who had 4 pipelines implanted overlapping to treat a 35.5mm basilar trunk artery aneurysm. The pipeline deployment and the procedure were considered successful. However, post-operatively, the patient had mass effect and died due to respiratory and circulatory failure caused by mass effect.